Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID 3058 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type implantable neurostimulator product ID 3889-28 lot# va1esza serial# implanted: (B)(6) 2017 explanted: product type lead product ID 3889-28 lot# va1esza serial# implanted: (b)(6 2017 explanted: product type lead this event was also reported under manufacturer report #3004209178-2017-19086 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the impedance issue, low battery, obnoxious stimulation, and lack of stimulation was not determined. This was the second time impedance was detected in both stimulators. X-rays showed the wires were not in an optimal position; one was pushed in and the other was pushed out. The battery was also low and they noted that, on (B)(6) 2017, both wires and the battery were going to be replaced. The patient hadn't fallen or done any exercises that would account for the situation. They thought the unit was poorly constructed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the second ins was implanted on the right side after a few months of having the one on the left side implanted when the efficacy of the unit was negative. No further complications were reported or were expected.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1esza serial# implanted: (B)(6)2017 explanted: product type lead device code c63114 applies to lead (lot# va1esza) only. Related regulatory rep #: 3004209178-2017-19086. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said both leads have a certain degree of "impedance" and the battery is low. An x-ray was taken and the patient is scheduled for surgery in (B)(6) to replace the leads. On the left side, the patient said the device is usually set at 2.0v or 1.9v and they can feel a strong muscle contraction in their buttock. Patient said now if they have the left device on 3.3v, they can hardly feel stimulation. Maybe after 48 hours, they will stop feeling stimulation and they have to increase. The patient said if stimulation goes above 1.5v on the right side, it is obnoxious. The patient said their healthcare provider (hcp) said the wires don't look that bad, but they thought the leads should be replaced. No trauma/falls have been reported that could be related to the issue. The patient has also been voiding every hour and sometimes not even that. They said when they had "no impedance," they had 2 hours of relief. This is the second time both of the devices have had an "impedance." The patient mentioned a manufacture representative (rep) programmed around the impedance the first time. Lead placement was reviewed. No further patient complications have been reported as a result of this event.